Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The aortic diameter was 21mm. The device used was for 26mm to 29mm.

Event description:
In 2009, patient was implanted with a gore tag thoracic endoprosthesis to repair a thoracic pseudoaneurysm. At about 10 days later, the patient had a CT scan which showed invagination at the proximal end of the device. In the next day, a reintervention was performed using a palmaz stent which repaired the invagination. The patient tolerated the procedure. The proximal aorta measured 21mm in diameter according to an ivus measurement taken intraoperatively during the second procedure; however, the original gore tag thoracic endoprosthesis was sized for an aorta of 26mm to 29mm in diameter. According to the gore tag thoracic endoprosthesis instructions for use, use outside the IFU sizing guide can result in endoleak, fracture, migration, device folding or compression.